Manufacturer narrative:
Unit was received with a critical pump error open book error and pump error 35 found in the formatted history file due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, and displacement test due to critical pump error. Unit was received with cracked case on the back at the battery tube area and battery tube threads. Unit was received with minor scratched lcd window, case, and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a crack. Customer's blood glucose level was 4.3 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.